Event description:
It was reported that the wand was smoking and blue sparks were observed when the wand was tested prior to the procedure. Another wand was opened and used to successfully complete the procedure. No delay, patient/user injury or other complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no signs of activation of the device. There are no manufacturing discrepancies visually observed with the returned device. The wand was tested using a compatible controller and activated in a beaker of saline solution at default and maximum settings in which the ablation and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation there was smoke or arcing emitted which would conclude that there is no electrical disturbance related to the wand. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence.